Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. A chest x-ray showed that the lead slack was gone and while the tip of the lead was in a similar position, the orientation of the lead had changed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.